Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit pull out handle is broken and slide panel is bent . There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
In order to fix the discovered issue, the getinge field service engineer(fse) replaced the handle pullout (0367-00-0078), slide panel (0351-00-0070), and guide stop handle (0351-00-0076). The unit passed calibration, and functionality checks to factory specifications. The unit was returned to clinical service upon completion.

Event description:
It was reported that during preventative maintenance, the cs300 intra-aortic balloon pump (iabp) unit pull out handle is broken and slide panel is bent. Unit was damaged during transport. There was no patient involvement reported.

Manufacturer narrative:
Corrected data: b5, d5, e1 (initial reporter), e2, e3, e4, g2. Updated data: b4, g3, g6, h2, h10, h11.